Manufacturer narrative:
(B)(4). Date of event: publication year of 1999. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: laparoscopic splenectomy for idiopathic thrombocytopenic purpura (itp). Author(s): c. J. Stanton. Citation: surg endosc (1999) 13: 1083¿1086. This retrospective study of 28 patients with itp who were managed by laparoscopic splenectomy (ls) was to evaluate an extended experience with the procedure and to document the long-term clinical outcomes. Between september 1992 and september 1997, twenty women and eight men with a mean age of 43 ± 20 years (range = 7¿75 years) comprised the study group. During the procedure, the right lateral decubitus position was utilized, with extensive use of the ultrasonic dissecting shears (harmonic scalpel, ethicon), late division of the splenic hilum, and (B)(6) bag extraction of the spleen at a subcostal trocar site. Ultrasonic dissection of retrosplenic peritoneal attachments, splenophrenic ligament, and the short gastric vessels allowed anteromedial mobilization of the spleen. Reported complications included hemorrhage (n=1) which required transfusion; failed to respond to ls (n=3) in which the two surgical failures responded to medical intervention and remained in clinical remission. In conclusion, laparoscopic splenectomy appears to have short- and long-term results equivalent to open surgery, as well as lower rates of major complications. The procedure is safe and efficacious, resulting in brief hospitalization, minimal recovery time, and excellent long-term results.